Event description:
Surgeon states that while revising a previous "difficult" hip revision in which he had implanted plexur m, he observed no bone formation in the grafted area and the remnants of the product were "like oat meal." No additional details were provided. Osteotech contacted the surgeon's pa on (B)(6) 2010, but the pa was unable to provide any additional info and indicated that the surgeon was out of town at the time. Several subsequent attempts to obtain info have been unsuccessful.

Manufacturer narrative:
The subject surgical procedure involved implantation of the following 3 units of plexur m: model #20cc - catalog #6100-020 - (B)(4), model #10cc - catalog #6100-010 - (B)(4), model #10cc - catalog #6100-010 - (B)(4). All mfg records for the three subject lots of plexur m were reviewed, and indicated that the grafts were manufactured according to the procedure and met all specifications. All critical processing parameters were met and there were no irregularities or non-conformances associated with the processing of the grafts. The subject lots of plexur m were terminally sterilized with gama irradiation within the required dosage rate. A list of detailed questions has been forwarded to the surgeon for f/u, and osteotech's (B)(4) will be contacting the surgeon directly in an effort to obtain further info. No additional info is available at this time.